Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
A 4.5mm lcp condylar plate broke approx 6 months post operatively for a distal femur fracture. The pt complained of pain and an x-ray verified plate breakage. The plate broke at the junction between the cancellous bone and the cortical bone. The surgeon noted that the plate fractured across 2 screw holes (5mm cannulated screw insertion) of the condylar end of the plate. Surgeon also noted that rust is present where the plate broke across the 2 screw holes and the single larger hole where the 7.3mm cannulated screw is inserted. During revision surgery, the broken condylar plate was replaced with a longer version of the same plate.